Event description:
It was reported that the pump's battery was not charging, despite attempts to fix the issue by using different wall outlets, charging cables, and wall adapters. There was no reported impact on the customer¿s blood glucose level at the time of the event. The customer declined to share information about their backup insulin therapy.